Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer reported their blood glucose declining to 43 mg/dl in the middle of the night. The customer also reported their blood glucose rising to 300 mg/dl the morning after. The customer declined to return the insulin pump at the time of the call.